Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s screen was cracked, rendering the top portion unresponsive, and a replacement device was shipped with instructions for shutdown and data handoff. Symptoms included none, and blood glucose reportedly remained unaffected. Outcomes included no clinical impact, no medical intervention, and continued cgm use via the dexcom app or receiver. Investigation included customer service assessment, review of user-provided photos, and logistical verification of replacement and return processes and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with external impact, with no functional defects identified beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.